Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009 the patient underwent the following surgeries: l5-s 1 posterior/posterior lateral fusion, l5-s1 interbody arthrodesis, left l5-s1 laminotomy/decompression, l5-s1 posterior instrumentation, l5-s1 interbody implant to treat the following pre-op diagnosis: l5-s1 ddd with trace spondylolisthesis and stenosis. Primary procedure: l5-s1 tlif per operative note: "morselized autograft bone was then placed within the disc space followed by single sponge of rhbmp-2. The peek interbody implant was then packed with a single sponge of rhbmp-2 and packed it into the disc space...two sponges of rhbmp-2 were then wrapped around morselized local autograft bone and placed over the decorticated posterior lateral elements on the left...the patient tolerated the procedure well without any complications and was transported to the recovery room in stable condition..." Patient alleges unspecified injury due to the use of rhbmp-2.